Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 83567 were returned and analyzed. The data files showed at least 18 applications were performed with the returned balloon catheter without any system notices on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Dissection and pressure test revealed a leak path through the catheter coaxial connector adhesive. Clinical issues (pericardial effusion, hypotension) were encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a completed cryoablation procedure, a pericardial effusion was observed as well as a decrease in blood pr essure. Noradrenalin and dopamine were administered, and drainage was performed. The blood pressure increased and the patient remained stable following the intervention. No further patient complications have been reported as a result of this event.